Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the color of the image was bad due to a printed circuit board failure. The problem of "image was frozen" could not be confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that the image was frozen after performing white balance. There was no patient involvement, associated with the problem, reported to olympus.

Manufacturer narrative:
Updated fields: h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the poor color image. The DHR confirmed that the subject device was shipped in accordance with the specifications. A problem with the printed circuit board was thought to have contributed to the problem, however the exact root cause was unknown. Olympus will continue to monitor field performance for this device.